Event description:
It was reported that this implantable pacemaker device exhibited heat while driving in a car. Boston scientific technical services (ts) discussed device function and suggested to contact clinic for patient's evaluation. As of this time, this device remains in service. No adverse patient effects were reported.